Manufacturer narrative:
This event was determined to be supplemental. Investigation findings will be submitted under MFR # 2916596-2024-03216. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient age, gender, weight requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient required surgical placement of a right ventricular assist device (rvad).